Event description:
Upon receipt of the device, the user reported that the serial number printed on the carton label ((B)(4)) was different from the label on the device ((B)(4)). There was no pt involvement during this event.